Manufacturer narrative:
(B)(4). Customer alleged cosmetic damage/crack on the insulin pump along battery side. The test p-cap does not lock properly in place in the reservoir compartment noted. The insulin pump was received with a cracked case (battery tube), faded serial number label, scratched case, cracked keypad overlay, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. In summary, the insulin pump was received with a cracked case (battery tube), cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.